Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported architect anti-hcv non-abbott (B)(6) control out of range. Upon repeat testing of the specimens, a (B)(6) architect anti-hcv result for 1 sample was observed. The following data was provided (units of measure = s/co): initial result =(B)(6), repeat result = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 01787be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained kit of lot number 01791be00 was calibrated and the calibrations met instrument specifications and control values were in the typical range. To evaluate analytical sensitivity of the affected architect anti-hcv reagent, two sensitivity panels were tested. The sensitivity panels met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical data of alinity s anti-hcv test results. Reagent lot 01791be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hcv reagent, lot number 01787be00 was identified.